Manufacturer narrative:
Intuitive surgical, inc. (Isi)I has received the harmonic ace instrument for evaluation. Failure analysis confirmed the customer's reported complaint. The instrument was found to have a broken blade. The blade broke at the base. The broken pieces were not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. No image or video clip for the reported event was submitted for review. A review of the instrument log for harmonic ace (part # 480275-08 / lot # l90220102-0333) associated with this event has been performed. Per log review, the instrument was last used on (B)(6) 2022 on system (B)(4) for a benign hysterectomy procedure. This is a single use instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy surgical procedure, it was alleged that the tip of the harmonic ace instrument broke and fell inside the patient. The tip was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the tip of the harmonic ace instrument broke and fell inside the patient. The tip was retrieved during the same procedure with no mention of post-operative testing being required. The procedure was completed laparoscopically with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.